Event description:
It was reported, the patient suffered a fall directly on th ipg site. The physician explanted only the ipg and left the lead in place. The surgeon noted, the pocket site showed no signs of inflammation or infection.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.